Event description:
It was reported that an ilet charging cradle would not charge the pump regardless of orientation or wall outlet used, while the pump retained over half charge at the time of the call. Symptoms included no physiological effects. Outcomes included no impact on clinical status or daily activities. Investigation included a complaint record review and a technical evaluation planning focused on the charger and power interface. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctioning external power supply or cable. It was concluded that the event involved a device component failure of the charger, with no patient harm and a need for product replacement under goodwill.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.